Event description:
It was reported that the pump battery couldn¿t be charged resulting the pump shutting down. The customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.